Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead (lv) was dislodged. According to the physician, it was likely that the lead would dislodge from difficult placement due to patient anatomy. When the physician pulled the lv lead back, he accidentally pulled the right atrial (ra) lead also with it. Two epicardial leads along with a new ra lead was implanted. Since the device header was not compatible with the new leads, the device was also replaced. Patient was doing well.